Event description:
The patient presented in-clinic due to dizziness and low heart rate. Upon investigation, the device was no longer pacing and could not be interrogated. The patient was hospitalized and given a temporary external pacemaker in preparation for device replacement. At a later date, the device was successfully explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of no pacing output and inability to interrogate were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.